Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. The most likely cause(s) of this type of event include insufficient bone preparation for the hardness of bone encountered, not inserting the implant co-axial to the bone tunnel, prying/leveraging the driver while the implant is still loaded, and/or over-insertion. Per product directions for use, in hard bone, first use the punch to create a pilot hole, and then insert the tap to better prepare the bone for the anchor. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device not yet returned from facility.

Event description:
It was reported that while inserting the first corkscrew it broke on insertion. This occurred when the screw was halfway and there was no longer resistance. This was a full circumference break in the middle. The distal end remained in the patient. Followed the exact same steps again and noted trajectory of insertion and again the same thing happened. The corkscrew broke at middle point. The doctor had to dig out the suture and as much of the remaining implant as possible. Part of the screw remains in the patient. The loose fragments were retrieved. Two void holes remain in the bone of the patient. Another position was used for the anchor. The third bio corkscrew implantation was successful after punching and tapping a third hole and the case was completed. This was a rotator cuff repair on a male patient with hard bone.